Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo sample were provided to our quality engineer team for evaluation. Through visual inspection of the photo provided, an insect was observed inside the syringe. Upon reviewing of the production history for the provided lot number 1901365, no deviations or non-conformances were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Maintenance and cleaning records for the manufacturing site were reviewed and found to be performed according to procedure. Based on the available information we are not able to identify a root cause at this time. This incident was reported to manufacturing personnel. Complaints for this device and defect will continue to be monitored by our quality team. Investigation conclusion: it has been received 1 picture for investigation. Upon visual inspection of the picture received it can be observed a fly inside the syringe. DHR of lot 1901365 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 20 ml ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and foreign matter out of the manufacturing area. Bd manufacturing site for ref.300629 has contracted the services of an external company that certificates every month the disinfestation of the plant. As preventive actions it is used also in the plant the following: sticky traps with pheromones, uv light traps, due to the high efficacy of physical exclusions and restrictive methods insecticides. Products remain limited to external areas. For internal areas are preferable: cleaning as exclusion method, screen as restrictive method, sticky insect traps, electrical insect traps, practical elimination of the focus if applicable. The traps maintenance is periodic and it includes: measurement of uv light emission, change of uv tubes if intensity is not enough, cleaning and replacement of dirty adhesive layers, damaged and satured. Insect count. On checking the report from january 2019 and february 2019 from the external company, maintenance plan was performed correctly. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. The incident is reported to manufacturing area staff. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: cannot be determined. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that bd¿ syringe 20 ml, non-sterile luer-lok¿ had an insect in the syringe. This was discovered before use. The following information was provided by the initial reporter: there is a insect in the syringe.